Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported the hospital had made a decision to exchange the lvad with another lvad, due to the device's decreased ability to support the patient. The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and the pump motor was dynamically tested under various loaded conditions using a mock circulatory loop and was found to operate as intended with no alarms observed; however, visual inspection and disassembly of the pump revealed minor signs of wear that occurred to the internal components of the lower main bearing. Evaluation of the lower main bearing suggests that the internal wear of the bearing wear may have occurred as a result of lubricant loss. Examination of the top of the commutator housing revealed evidence of rotor/commutator contact. The wear observed to the lower main bearing and rotor/commutator contact could potentially cause mechanical interference leading to the reported event of device end of life. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.